Manufacturer narrative:
Journal article details; title: endograft migration after thoracic endovascular aortic repair authors: philipp geisbüsch, md, denis skrypnik, md, marius ante, md, michael trojan, md, tom bruckner, md, fabian rengier, md, and dittmar böckler, md, journal of vascular surgery doi: https://doi.org/10.1016/j.jvs.2018.07.073. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent graft systems were implanted in a patient group for endovascular thoracic aortic aneurysm repair. Approximately 32 months post implant, one patient experienced migration of the stent graft at the site of the overlapping zone, associated with a type iii endoleak. An open repair was carried out as treatment.